Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, device migration concomitant products: (left) 390cc mentor memoryshape¿ mh catalog: 3341202g lot: 5924437 sn: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent primary breast augmentation with two 390cc mentor memoryshape gel implants, experienced a right breast that was abnormally smaller, may have turned and felt different, "scrunchiness" on the side and could have leaked. As a result, the patient underwent implant explantation on (B)(6) 2019.